Event description:
It was reported that the device failed to power on when attempting to use on a pt. Another device was then brought in to take over pt care immediately. There was no pt injury reported due to this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be due to a failure of the main control keypad assembly.